Event description:
It was reported that when using the BD Pyxis¿ Anesthesia Station ES, the mini drawer failed to open.As per part investigation, it was determined that fluid ingress over the PCBA CTRL MINI DRAWER PYXIBUS (PN 126265-01) which prevented the drawer from properly functioning. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 15-SEP-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS:The reported condition of Mini drawer will not open all of the way was confirmed by field service engineer (FSE) and subsequently confirmed in the DCHU inspection process.According to Work Order #(b)(4), the Field Service Engineer (FSE) reported that Mini Drawer 1.9 was only opening to Pocket 2 while the system displayed an inventory of three. All drawers passed testing in hardware test application (HTA). The controller board was replaced, and the mini engine was adjusted; however, although the unit continued to pass in HTA, the issue persisted in the application. The FSE will be ordering a new drawer due to several issues with the latch release; however, this condition is not affecting application functionality. The user unloaded the medication and determined it had been incorrectly loaded as a multidose item with an inventory of three assigned to Pocket 2. The medication should have been loaded as a single-dose item. The technician reassigned and reloaded the medication as single dose with an inventory of two. After correction, the inventory displayed correctly. The pharmacist was informed of the update.During DCHU Visual Inspection:(PN 126265-01): Signs of fluid ingress was observed along the PCBA CTRL MINI DRAWER PYXIBUS.During DCHU Testing:(PN 126265-01): During visual inspection, fluid ingress was detected on the PCBA CTRL MINI DRAWER PYXIBUS. Due to the risk of electrical failure, no DCHU functional testing was necessary.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:It was determined that the root cause of the reported issue "Mini drawer will not open all of the way", was due to fluid ingress over the PCBA CTRL MINI DRAWER PYXIBUS (PN 126265-01) which prevented the drawer from properly functioning.